Event description:
The patient reported that the buttons need to be pressed multiple times in order for the pump to respond. The patient also reports that the keypad is peeling and notes use of the pump near a pool but denies submerging the pump in pool water.

Manufacturer narrative:
The pump was returned to animas. Investigation revealed that the keypad was peeling at the "ok" button. The pump did not respond when the "contrast," "up," and "ok" buttons were pressed. The pump did respond when the 'down" button was pressed. All keypad buttons were springing back normally. Adhesive and evidence of moisture was observed under button contacts.